Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had a bent cannula. The customer's father stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.